Manufacturer narrative:
The device was not received for analysis at the time of this report and is not expected to be returned; therefore, no physical or visual analysis of the product could be performed. Additionally, lot traceability was not provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the dfu, operational instructions, instructions for use: 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2¿ guidewire prior to withdrawing the wire. B. The safari2¿ guidewire is pulled back completely into the catheter. C. The safari2¿ guidewire may then be withdrawn from the catheter. As indicated in the device instructions for use warnings: care should be taken when advancing a guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or handling factors may have impacted on the event as reported.

Event description:
Tavi case, after removing the predilatation balloon, pre-tension was done on the delivery system and loaded valve. But physicians then wanted to correct the position of the wire into left ventricle. They were not able to do it, as if the wire was stuck into the sheath. They tried to advance a pigtail on the wire, but they were not able to do it (very proximally, level of the 14f isleeve sheath). So, they decided to remove wire + sheath as one unit. A new 14f isleeve sheath and a new wire were used. It took time to recross. No issues for the patient, but as pretension had been previously done, the valve had to be reloaded. 2nd loading was unsuccessful (problem during transition with loading tube and proximal loader: upper crown uncovered), so new delivery system + valve + loading kit had to be used. Nothing to report during this loading and implantation. Case successful, nice results, patient was recovering well. Where did the problem occur? Inside the patient. Was ivus used? No. Was a generator involved? No. What was the patient condition following procedure? Stable - no a/e for the pt. Was the problem associated with labeled use? Yes. Action taken by the physician to try to resolve the event: device removed / other intervention (describe)new devices were used. Patient outcome from the event: none. Event resolved? Yes. Physician assessment of the relationship of the event to the device related (to the isleeve sheath as per physicians' feelings). Other possible contributing factors to the event: the wire was probably kinked. . Did it appear the safari2 was stuck in the mitral valve? If so, did the patient experience any adverse events due to this (arrhythmia, etc)? Additional information received 12 september 2023 in response to questions submitted: did it appear the safari2 was stuck in the mitral valve? If so, did the patient experience any adverse events due to this (arrhythmia, etc)? - physicians wanted to improve the position of the safari because patient had low tension and they thought it was because the wire was entrapped in the mitral apparatus (that was not my feelings). When they tried to move the safari, they told me they could not do it (they felt resistance of the wire and thought the wire was "stuck" into the sleeve to confirm, the accurate tf ds/valve had not yet been introduced into the patient when the isleeve/safari2 unit was removed? - I confirm. Lot number of the safari2? - not available. Listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. - pigtail and al2 catheter, terumo wire, standard wire. Per the device instructions for use (IFU), the safari2 guidewire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. When attempting to "correct the position of the wire," did the end user do so under fluoroscopic guidance? - yes under fluoroscopic guidance; they could not advance a catheter (=pigtail) on it. Was the curve of the safari2 guidewire constrained within the catheter? - it was impossible to advance the pigtail over the wire at this stage of the procedure. Was bav successfully completed over the safari2 wire? - yes. Was bav catheter removed successfully over the safari2 wire? - they felt resistance but eventually managed to remove it. If the bav catheter was removed over the safari2 wire was there any resistance felt at any point? - yes when the balloon was at the level of the isleeve sheath. Once the safari2 and isleeve were removed as one, was there an attempt to separate the devices? If so, was there a kink in the safari2 as suspected? - I don't think they tried to separate it (I was preparing the 2nd valve), but they told me there was a kink on the wire. Are there any images of the safari2 in the ventricle or any images of the safari2 after removal? - not after removal; maybe during the procedure because it was done under fluoro (but don't remember if they recorded it).